Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery and during the load process. Customer&#38112;blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.